Event description:
The customer reported that approximately 0.5 ml of fluid, consisting of blood and diluent, leaked from the manual probe of the lh 500 hematology analyzer and onto the counter while running quality control (qc) samples at the end of secondary aspiration cycle. The customer indicated that the leak did not occurred in primary mode or at any other time. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and goggles at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) assisted the customer with troubleshooting over the telephone. The fse guided the customer to replace all tubing at pinch valve pv49 to resolve the leak and the customer confirmed that the issues were resolved following replacement of the tubing. A beckman coulter fse was not dispatched to the customer's site for this event. (B)(4).